Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Detailed review of the device memory found multiple areas were corrupted. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal event. When the device was checked, a red warning screen was displayed on the programmer, indicating the device had reverted to safety mode operation. The device had only been implanted for about four years; premature battery depletion was suspected, and the device was not able to be reprogrammed. The patient was admitted to the hospital as pauses in pacing were observed on the electrocardiogram. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal event. When the device was checked, a red warning screen was displayed on the programmer, indicating the device had reverted to safety mode operation. The device had only been implanted for about four years; premature battery depletion was suspected, and the device was not able to be reprogrammed. The patient was admitted to the hospital as pauses in pacing were observed on the electrocardiogram. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.